Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. There was no ramping numbers. There was moisture damage on the electronic assembly. The pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 215 mg/dl at the time of incident. The customer stated that the pump got wet while snorkeling. She stated that the numbers were going crazy and insulin squirted out. The pump died after removing the battery because it kept beeping and alarming button error. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.